Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device during set up repeatedly alarmed for open fluid delivery line. A check of the diagnostics showed inlet pressure (ip) was at -1.1 psi even with the fluid delivery line (fdl) disconnected. Discussed this was an obf for failed pressure transducer.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be operator error when installing manifold harness, pinched wire. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device during set up repeatedly alarmed for open fluid delivery line. A check of the diagnostics showed inlet pressure (ip) was at -1.1 psi even with the fluid delivery line (fdl) disconnected. Discussed this was an obf for failed pressure transducer. Per sample evaluation results on 12sep2024, it was reported that there was physical damage to the back panel.